Event description:
On (B)(6) 2011, it was reported to lifecell from hospital risk management that the device was disintegrated, and there was formation of fistulas requiring surgical revisions. Course of events: on (B)(6) 2011, the patient underwent extensive lysis of small bowel adhesions for approximately 5-1/2 hours, repair of large abdominal wall hernia with lifecell device and reinforcement by bio-a mesh. The patient had a complicated postoperative course including acute respiratory failure and acute renal failure. Subsequent to this patient developed a large subcutaneous abscess requiring debridement, drainage, lavage, and had wound vac therapy applied on (B)(6) 2011. On (B)(6) 2011, it was noted that the bio-a mesh had disintegrated along with partial lifecell device disintegration. Surgical notes indicates the concern for fistula development. Patient underwent subsequent debridement of tissue, fascia, and strattice, treatment for fistula, and wound vac therapy. Cultures grew (B)(6).

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. (B)(4). Conclusion: the lifecell device failed most likely related to exposure to fistula contents. The fistula etiology are multifactorial including the extensive surgical lysis of adhesions and subsequent abscess formation.